Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Gastritis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6)2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. The patient was hospitalized on (B)(6) 2017 due to abdominal pain. An endoscopy was performed and gastritis was diagnosed. The patient was treated with unknown antibiotic. On (B)(6) 2017, patient was discharged. Additional information received indicating that the patient experienced loss of appetite and weight loss since (B)(6) 2017. On (B)(6) 2017, peg tube was removed endoscopically. The gastritis was resolved.